Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The blood glucose reading at time of call was 145mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery test and displacement test. However, the pump alarmed motor error during basic occlusion test due to faulty force sensor. No displacement anomalies noted. The motor was tested outside the device and passed.